Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that they have doubts about the correct functioning of the device. The patient was unable to adapt to the ventilator, with tidal volumes exceeding 1000ml. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device, and it ventilated normally. No further medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair has expired with no customer approval. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.